Event description:
It was reported that one adult manual resuscitator 40in was found where the bag would be squeezed but did not re-inflate. This occurred during use. There was patient involvement, however, no patient injury and/or medical intervention needed in association with this event. This product had a baxter label, and was at the time of purchase, distributed by baxter. Item number 4251a.  Additional information received on (B)(4) 2013: not patient injury or harm reported, bag squeezed once and did not inflate. The bag was immediately replaced with another (not sure which brand). Additional information received on (B)(4) 2014:called customer ((B)(6)) in regards to sample return, customer stated that she has been busy taking care of patients, but will send it.

Manufacturer narrative:
(B)(4). Device is in the process of being sent to the manufacturing plant. Upon carefusion's investigation, a follow up medwatch will be submitted.